Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 customer began to experience ¿dizziness and vomiting¿ but could not test so he self-presented to a hospital where an unspecified blood glucose reading was obtained. Customer was diagnosed with hyperglycemia and treated with an insulin injection. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer¿s wife reported customer¿s adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 customer began to experience ¿dizziness and vomiting¿ but could not test so he self-presented to a hospital where an unspecified blood glucose reading was obtained. Customer was diagnosed with hyperglycemia and treated with an insulin injection. No further treatment was required. There was no report of death or permanent injury associated with this event.